Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use for a diagnostic enteroscopy procedure, the flushing pump's foot switch was not elastic and there was poor water transmission. There were no reports of patient harm.

Event description:
It was reported that during preparation for use for a diagnostic enteroscopy procedure, the flushing pump's foot switch was not elastic and there was poor water transmission. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. Foot switch was not elastic, poor water transmission. The subject device will not be sent back to olympus for further evaluation and repair. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event is caused by a component failure of foot switch. The most probable cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.